Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported in a facebook ad sars cov-2 a false negative result was obtained. No additional information has been provided by the customer at this time. Eua#: eua(B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter: address unavailable. (B)(6) address used.

Event description:
It was reported in a (B)(6) ad sars cov-2 a false negative result was obtained. No additional information has been provided by the customer at this time. Eua#: (B)(4).